Manufacturer narrative:
H11: additional manufacturer narrative: updated section d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical that a 27mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 3 months due to severe mitral stenosis, restricted mitral leaflet and thickening, calcification and mild mr. The patient presented with fatigue and dyspnea, nyha 11-111. Procedure is scheduled for (B)(6) 2024. Per medical records: echo on (B)(6) 2024 , showed mv mild thickening, mild restriction, findings consistent with moderate stenosis and mild to moderate regurgitation. Tee on (B)(6) 2024 restricted mitral leaflet , severe ms with mild calcification, mild mr and moderate tr.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through medical that a 27mm 7300tfx valve in the mitral position is under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 3 months due to severe mitral stenosis, restricted mitral leaflet, calcification and mild mr. The patient presented with fatigue and dyspnea, nyha 11-111. The patient has a follow up appointment on 5/28/24 with the interventional cardiologist. Per medical records: presented for elective rhc, medication was adjusted. It is noted the 2020 valve replacement did not help her symptoms. Recent echo (4/24/24), ef 30-35%, severe global hypokinesis. Mitral valve, mild thickening, mild restriction, findings consistent with moderate stenosis and mild to moderate regurgitation. Tee (5/4/24) restricted mitral leaflet, severe ms with mild calcification, mild mr and moderate tr.

Manufacturer narrative:
H11: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported and learned through medical that a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years, 5 months due to calcification with severe mitral stenosis, restricted mitral leaflet and thickening, and mild mr. The patient presented with fatigue and dyspnea, nyha class 3. The tmvr was performed with a 29mm 9600tfx transcatheter valve. Per medical records: echo on 4/24/24, showed mv mild thickening, mild restriction, findings consistent with moderate stenosis and mild to moderate regurgitation. Tee on 5/1/24 restricted mitral leaflet, severe ms with mild calcification, mild mr.